Manufacturer narrative:
D3, d4: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing confirmed the customer reported issue. System fault error 46440 was observed due to a faulty downstream occlusion (dso) sensor. The dso sensor was replaced to resolve the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not loading error. There was no patient involvement, no patient injury was reported.